Manufacturer narrative:
The customer reported the facility would replace the faulty fuse. No add'l info has been disclosed.

Event description:
The customer reported the system failed to boot up. No report of pt injury.